Event description:
The customer reported that during preventative maintenance of a pcu, smoke was visualized coming from the right iui with and a system error occurred. No harm was reported by the person performing maintenance, and the device had no contact with a patient during this event.

Manufacturer narrative:
(B)(4). The customer¿s report of a pcu with smoke visualized and system error could not be replicated during the investigation. Analysis of the pcu event and error logs showed no record of the pcu being in use on the reported event date, (B)(6) 2015. Physical inspection of the device noted the pcu to be in overall good condition with the exception of the iui connectors. The left iui had dried fluid residue and contamination and the right iui had corrosion on all of the pins. In addition, the right iui pin 3 had visible signs of heat damage; and the rib between pin 2 and 3 showed thermal damage. The right iui was found to be shorted due to the damage on its pins. A known, good male iui was installed and a test pump module was attached and programmed for an infusion with a rate of 999ml/hour. The infusion ran for 1 hour with no malfunctions or errors. The proximate cause for the customer¿s reported event was determined to be a short circuit event between two adjacent electrical pins. The exact root cause of the short circuit was not determined.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.